Event description:
Customer reported there was an obstruction of the tracheal tube preventing suction. The customer reported that immediate replacement of the tube was required. Customer reported no injury to the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of pediatric tracheostomy tube part number 3.5ped was received for evaluation; lot number of the tube is 13b0717jzx, the included components are one cannula and one size 3.5ped obturator. A functional test was performed, the received obturator was impregnated with medical fluid and inserted into the cannula, this test was performed and it was detected the cannula has an obstruction that does not let the obturator go through. The cannula was cut longitudinally, and it was observed the cannula presents a circular ridge around the inner diameter of the cannula, the ridge is located at 0.186 inches from the flange. The failure mode ridge in cannula was confirmed. (B)(4).